Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a recurring replace battery now alarm. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump had a replace battery now alarm without a low battery alert warning. No significant events leading to the issue was observed. The customer¿s parent was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected power loss alarm, replace battery alert or replace battery now alarm noted. (B)(4).